Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens was implanted and then removed/explanted. No additional information was provided to abbott medical optics.